Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level due to infusion set not being connected properly. Blood glucose level at the time of the incident was over 600 mg/dl but has active insulin going on. It was not noted if the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The insulin pump is not expected to return.